Event description:
The customer did not report a malfunction. During inspection of cysto-nephro videoscope, separated bending section cover glue was found. The most likely cause or probable cause of the reportable malfunction is degradation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, degradation problem identified. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.